Event description:
The customer reported that the images were blurry.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep remove and replaced the video controller pcb. The system functions as intended.